Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago.

Event description:
It was reported that the patients ipg was not holding a charge and was not charging properly. As a result, the patient was also experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.